Event description:
Anchor broke on insertion and was left in the patient. Additional information confirmed it was a hip repair, patients bone quality was good and drill size was a 2.6mm twist drill for the 2.3mm bioraptor.

Manufacturer narrative:
(B)(4).